Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during device change out, externalized conductors were observed via fluoroscopy. Patient was asymptomatic. High pacing threshold was noted. After lead extraction no externalized conductors were noted.